Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz cpd. Initial log analysis confirmed the alarm "art pump problem (e2353)" was displayed. The pump was replaced with alternative pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
During preparation for the essenz demo, an alarm occurred for "device (e2911) pump failure." The alarm history shows "art pump failure (e142)" and "art pump problem (e2353)." Photos and error logs available. There was no patient involvement.

Manufacturer narrative:
H11: the reported error code 2353 is associated with the secondary (redundant) system utilized by the hlm to monitor pump speed. This issue does not impact the functionality of the pump. According to the complaints database review, no further similar issues have been reported for this unit. Neither a concerning trend has been detected through the complaints data statistical analysis. Based on the above, the reported issue can be considered an isolated event. The root cause has been assigned to a temporary communication issue with the pump resolver on the hardware management system (hms) board. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.